Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged that the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries, has suffered financial or economic loss, including, but not limited to obligations for medical services and expenses, present and future lost wages.

Manufacturer narrative:
(B)(4).